Event description:
Arthroscopy pump malfunctioned during an arthroscopy. Fluid was being pumped into the operative site. The pump is pressure controlled and did not sense when the pressure in the knee had reached the proper level. The pump did not alarm until the fluid bag was empty. The interstitial spaces above and below the knee contained fluid from the pump. The fluid was reabsorbed over the next several hours and no compartment syndrome was identified.